Event description:
It was initially reported that patient's device were explanted because of infection. Explanted products were returned to manufacturer and analysis was completed on the returned to generator. There were no adverse functional, mechanical or visual issues identified with the returned generator. Analysis was completed on the lead, and no anomaly was found with the lead either. It was confirmed that the device was sterile at the time of dispatch from the manufacture. Good faith attempts to obtain additional information have been unsuccessful. The cause of infection is unknown at this time.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.